Event description:
The customer reported the sys hung during boot up. This would result in a no boot situation. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable.